Event description:
The pt stated that he has been experiencing e4 (occlusion) errors on his infusion device. On 3/1/07, while troubleshooting with a co rep, the pt inserted a new insulin cartridge. The infusion device displayed an a1 (cartridge low warning) alert despite the insulin cartridge change. He acknowledged changing the infusion device power pack every two weeks, but also stated that the only power pack he had remaining expired in 8/06. The pt went on injections pending the receipt of the replacement infusion device. The pt did not report medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.